Event description:
Reportedly, during a laparoscopic cholecystectomy, a piece of the instrument broke off and disengaged into the patient. The piece was retrieved without incident. No pt injury occurred.